Event description:
--

Manufacturer narrative:
It was later reported that greater than 2000 ohms was also detected with this lead on the newly implanted ICD (e110). Pacemaker mediated tachycardia was also reported. The representative was to discuss the options with the physician. Resolution was requested form the field. No further information has been received. Should additional information become available this event will be updated.

Manufacturer narrative:
Technical services discussed issue and noted the physician's discretion as how to proceed. Information suggests these products remain in-service. Investigation is completed. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected impedances greater than 2000 ohms on this atrial lead. The thresholds and sensing continued to be acceptable. No adverse patient effects were reported.